Manufacturer narrative:
(B)(4) the complaint is confirmed. No issues were identified during the device history review (DHR). Review of photographs of the issue. There is blood on the exterior of the fiber bundles. The parts have been sent back to the supplier for testing and evaluation. (B)(4).

Event description:
Per user facility, "we had an issue with a circuit before we used the circuit on a patient. Plasma free hemoglobin noted in hemofilter effluent line (bright red) after adding 120 cc of washed prbc to circuit. Proceed to verify priming solutions (plasmalyte) and verified blood. Walked entire circuit and noted small kink on hemofilter inlet and relieved kinked, continued to wash with plasmalyte through circuit. Red effluent persisted, checked heater/cooler for water-blood leak,& verified patency. Second (2nd) perfusionist walked through entire circuit and together decided this was a hemofilter issue and decided to prime new one and change out. Second (2nd) hemofilter installed and began washing through circuit again and bright red effluent persisted (washed with 2nd total volume of 600cc plasmalyte). Free hemoglobin never cleared. Discussed with surgeon and decision was made to change entire circuit out and use entire new unit of banked blood. Cell saver was also discarded and entire new setup for new unit of washed banked blood was used." This issue occurred during prime and delayed the beginning of case approximately 30 minutes. The patient surgery was then started with the new unit and completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations - and as indicated by terumo cardiovascular systems in the initial report submitted to FDA on february 5, 2016. (B)(4). The actual device was returned and evaluated. The device was visually inspected and flow tested. It operated within specification, no failure was detected. A definitive root cause could not be determined, therefore; the event is not confirmed. All available information has been placed on file in quality management for appropriate tracking, trending and follow-up.